Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The revised tibial component was returned with signs of use and blade marks to the plate, however, although the revision is confirmed, the report of loosening cannot be, as medical records were not provided and x-rays could not confirm loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona femur cemented ps, catalog # 42500606202, lot # 62844086; persona articular surface fixed bearing, catalog # 42521400711, lot # 63087509; palacos r+g, catalog # 66017772, lot # 83250095. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Hospital retained.

Event description:
It has been reported that the patient underwent a knee arthroplasty about three years ago. Subsequently, the patient was revised due to aseptic tibial loosening a few weeks ago. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.